Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted and involved in this event; gore tag thoracic endoprosthesis (tg4020/03969547) and (tg4020/03982594). This event is addressed in medwatch #2017233-2007-00369.

Event description:
In 2007, this pt was treated for a contained rupture of a thoracic aorta aneurysm. The pt was treated with three gore tag thoracic endoprosthesis (please reference medwatch #2017233-2007-00369) and a gore introducer sheath. As reported, the pt's anatomy was very tortuous and extremely calcified. During implantation of the first tag device, the physician was unable to get the graft to track to the intended location due to the tortuous and calcified anatomy. During one attempt to make the transition, the leash broke on the leading end of the catheter and the graft began to accordion. The physician removed the graft from the patient. A second tag device was used and successfully deployed. A third tag device was used with the intention to place it proximal to the second tag device to treat up to the left subclavian. In the attempt to place the third tag device, the device caught on the edge of the introducer sheath causing the device to come off the delivery system and deploy, unintentionally covering both the renals and the superior mesenteric artery. A small abdominal incision was made to remove the device. The procedure went without incident and the pt was closed in good condition. The physician will wait and watch the pt.